Event description:
It was reported the patient's blood glucose rose to 16.9 mmol/l (304.2 mg/dl). The insertion site (leg) was reportedly bleeding once the pod was removed after between 4 and 24 hours of pod wear.

Manufacturer narrative:
The pod was received with evidence of blood on the adhesive pad. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined. The soft cannula was found to be damaged and above the specification limit. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. It could not be determined when and how the cannula was damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.